Event description:
It was reported that the device had reached the elective replacement indicator (eri) and there was premature battery depletion. The device was explanted. During the replacement procedure, the set screw would not clamp down after multiple attempts. Each time, the lead would pull out of the port. The device was not used and a new device was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Evaluation summary: (B)(4) the device was returned, analyzed, and analysis of the device revealed no anomalies were found. (B)(4): the device was returned, analyzed, and analysis revealed normal battery depletion.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available. Evaluation summary: (B)(4) the device was returned, analyzed, and no anomalies were found.

Event description:
It was reported that the device had reached the elective replacement indicator (eri) and there was premature battery depletion. The device was explanted. During the replacement procedure, the set screw would not clamp down after multiple attempts. Each time, the lead would pull out of the port. The device was not used and a new device was implanted. No patient complications have been reported as a result of this event.